Event description:
The pt received her scs sys on (B)(6) 2010 consisting of an ipg and two percutaneous leads for right scapula pain. Intraoperatively, the pt was said to have received some therapy relief in the intended area. On (B)(6) 2010, it was reported that the pt feels stimulation only in her ribs. An x-ray was taken; however, no visible anomalies were detected. Surgical intervention will be undertaken to reposition the pt's leads; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.